Manufacturer narrative:
The investigation for the purge leak- pump and purge leak-cassette has been completed. The purge cassette was returned and evaluated. The purge cassette was de-aired and connected to a test pump. Purge flow was ~18 ml/hr and purge pressure was ~350-450 mmhg. A window was cut into the cassette near the piston. A leak was observed from the piston seal. The root cause of the purge cassette leak was a piston failure. The part number for the purge cassette was updated from 2000163 to 0043-3011 because the returned product (associated with the complaint pump set) was a gen 1 cassette. The pump was not returned. The root cause of the pump purge leak was due to use-related sidearm filter damage.

Event description:
The complainant reported the patient was on impella 5.5 support. It was reported that the patient dropped out from the bed and because that, the purge filter broke. The pump was explanted the same day. It was noted that the patient did well and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The purge cassette was received, but the pump was not. Upon completion of the investigation, a supplemental MDR will be filed.